Event description:
It was reported that after about 1.5 hours into the afib procedure, the patient's blood pressure dropped. A pericardical effusion was confirmed and a pericardiocentesis was performed extracting approximately 1400 cc's of fluid. The physician's opinion regarding the causality of the perforation was the ablation was close to the appendage. The patient was admitted for observation.

Manufacturer narrative:
The concomitant products: lasso catheter: model # unknown, lot # unknown, (customer disposed the catheter). Carto 3: model # m-4800-01, (B)(4). Webster 10 pole: model # unknown, lot # unknown, (customer disposed the catheter). Stockert: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). Soundstar: model # m-5723-05, lot # unknown, (customer disposed the catheter). Since the mfg # and the lot # was not provided by customer, the device history record (DHR) review could not perform. (B)(4).